Manufacturer narrative:
One medfusion pump was returned for evaluation. Visual inspection of the device found the top case chipped and cracked, and the plunger head was full of contamination. A force sensor test was found in the event history log of the pump. The reported customer complaint upon visual inspection of the contaminated plunger head. The problem source has been found to be user interface. This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump.

Event description:
Information was received that a smiths medical medfusion syringe pump is alarming force sensor error and the assembly is cracked. No adverse effects reported.